Event description:
The customer contacted physio-control to report that their device locked up when the shock button was pressed when they were attempting to deliver synchronized cardioversion to a patient. As a result, defibrillation therapy may be delayed or unavailable, if needed. There were no reports of any adverse effects to the patient as a result of the reported issue.

Manufacturer narrative:
After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be determined.

Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. The customer informed physio-control that no further patient information is available. Physio-control performed an initial evaluation on the customer's device and was unable to duplicate the reported issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device locked up when the shock button was pressed when they were attempting to deliver synchronized cardioversion to a patient. As a result, defibrillation therapy may be delayed or unavailable, if needed. There were no reports of any adverse effects to the patient as a result of the reported issue.